Manufacturer narrative:
(B)(6) (B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.

Event description:
It was reported that on an unknown date, post-op, two rods broke inside screw heads. Revision surgery was performed as a result of this event. No fragments of the products remained in the patient. No patient complications were reported as a result of this event.